Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of any damage. The introducer od was measured using a keyence scope and the cannula tip ID was measured using a plug gage. Introducer od was measured to be 0.179 inches, the specification m725751b001 has the od to be 0.179 +0.003 / - 0.002 inches cannula tip ID was measured to be 0.176 inches, the specification m725777b001 has the ID to be 0.170 to 0.177 inches the introducer was inserted and removed several times with no issues noted. Reason for the return was not confirmed. Additional information b5. Medtronic received additional information that the customer returned a dlp aortic root cannulae with vent line along with the two bio-medicus nextgen multi-stage femoral venous cannulae. Analysis of the third device showed a blockage in the vent line. H6.3 eval code result (fdr/annex c): this field was added. D3. MFR name, d3.6 postal code: these fields were corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of these bio-medicus nextgen multi-stage femoral venous cannulae, the white mandrel did not slide into the cannulae, preventing it from being pulled out. The devices were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.